Manufacturer narrative:
It was reported that the "rubber tips quickly wore down, exposing the underlying metal, which lost traction and directly caused the crutch to slip suddenly" a fall was reported that caused a "secondary injury to my surgery leg". Due to this, "significant delay recovery with increased swelling and extremely painful caused by the fall, still waiting for further evaluations from the doctor office".it has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Worn rubber tip.